Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was implanted. On (B)(6) 2022, the patient presented to the emergency room (ER) with complaints of fever and chills. The patient was admitted to the hospital due to a past medical history of infections and recent implant. Chest x-ray showed nodular airspace with infiltrates present in the right upper lobe suspicious for pneumonia. Blood, sputum, and urine cultures were collected with no significant findings. The patient received antibiotics and was discharged home in stable condition. On (B)(6) 2022, the patient returned to the hospital with dyspnea, chest pain, headaches, a fever of 100.6, and myalgias following a motor vehicle accident. Echocardiogram was performed, which showed pericardial effusion with no tamponade. The effusion was larger than 2cm at the end diastole. On (B)(6) 2022, the patient underwent a pericardial window. On (B)(6) 2022, the patient returned to the hospital with complaints of worsening dyspnea associated with high-grade fever and fatigue. No further information was provided.

Event description:
It was reported that on 28 february 2022, a 25mm amplatzer amulet was implanted. On 2 march 2022, the patient presented to the emergency room (ER) with complaints of fever and chills. The patient was admitted to the hospital due to a past medical history of infections and recent implant. Chest x-ray showed nodular airspace with infiltrates present in the right upper lobe suspicious for pneumonia. Blood, sputum, and urine cultures were collected with no significant findings. The patient received antibiotics and was discharged home in stable condition. On 21 march 2022, the patient returned to the hospital with dyspnea, chest pain, headaches, a fever of 100.6, and myalgias following a motor vehicle accident. Echocardiogram was performed, which showed pericardial effusion with no tamponade. The effusion was larger than 2cm at the end diastole. On 23 march 2022, pericardiocentesis was attempted and removed 10cc of heme, but was unsuccessful in removing all pericardial fluid. Cardiothoracic surgery was consulted and on 24 march 2022, the patient underwent a successful pericardial window and drainage. Subsequently, the patient was transferred to the intensive care unit (ICU). On 27 march 2022, the drain was removed and the patient was discharged home in stable condition. On 1 april 2022, the patient returned to the hospital with complaints of worsening dyspnea associated with high-grade fever of 103f and fatigue and was admitted. Same day chest CT showed a 1.6cm pericardi pleural effusion. On 4 april 2022, limited echo showed trivial pericardial effusion with fibrinous material, suspected to be secondary to the previous motor vehicle accident. Thoracentesis was performed with 1150ml drained. On 7 april 2022, repeat chest CT showed diminished effusion. On 8 april 2022, the patient was discharged home in stable condition.

Manufacturer narrative:
An event of fever, "nodular airspace with infiltrates present in the right upper lobe", dyspnea, chest pain, headaches, myalgias, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident of pericardial effusion could not be conclusively determined, but the field indicated that the effusion was noted after the patient presented to the hospital following a motor vehicle accident which could have caused the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of fever, "nodular airspace with infiltrates present in the right upper lobe", dyspnea, chest pain, headaches, myalgias, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident of pericardial effusion could not be conclusively determined, but the field indicated that the effusion was noted after the patient presented to the hospital following a motor vehicle accident which could have caused the pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was implanted. On (B)(6) 2022, the patient presented to the emergency room (ER) with complaints of fever and chills. The patient was admitted to the hospital due to a past medical history of infections and recent implant. Chest x-ray showed nodular airspace with infiltrates present in the right upper lobe suspicious for pneumonia. Blood, sputum, and urine cultures were collected with no significant findings. The patient received antibiotics and was discharged home in stable condition. On (B)(6) 2022, the patient returned to the hospital with dyspnea, chest pain, headaches, a fever of 100.6, and myalgias following a motor vehicle accident. Echocardiogram was performed, which showed pericardial effusion with no tamponade. The effusion was larger than 2cm at the end diastole. On (B)(6) 2022, the patient underwent a pericardial window. On (B)(6) 2022, the patient returned to the hospital with complaints of worsening dyspnea associated with high-grade fever of 103f and fatigue and was admitted. Same day chest CT showed a 1.6cm pericardi pleural effusion. On (B)(6) 2022, limited echo showed trivial pericardial effusion with fibrinous material, suspected to be secondary to the previous motor vehicle accident. Thoracentesis was performed with 1150ml drained. On (B)(6) 2022, repeat chest CT showed diminished effusion. On (B)(6) 2022, the patient was discharged home in stable condition. No further information was provided.